Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the recurrent diaphragmatic stimulation occurred shortly after a fall earlier in the winter. It was also reported that there was no capture. The patient is a participant in the product surveillance registry study.

Event description:
It was reported that the patient had phrenic nerve/diaphragmatic stimulation. The right atrial lead was suspected to be dislodged and high/unstable thresholds were observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage and stretching, the analyst noted that explant damage was visible at various locations and the outer insulation is cut and proximal conductor distorted at 24.5, 30,32.2,35, 36.2 and 39 cm. At 36.2cm the proximal conductor is pressed up against the distal conductor (not allowing helix rotation). The helix was returned partly retracted with tissue visible in the helix. No further helix testing was possible.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead implanted: (B)(6) 2013 (B)(4).